Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (ess205) (batch no. 626531) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: diazepam from 2004 to 2010. Concomitant products included colecalciferol (vitamin d), escitalopram oxalate (lexapro) since (B)(6) 2017, gabapentin, ropinirole and salbutamol (albuterol) since (B)(6) 2017. In 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea"). In 2007, the patient experienced anxiety ("psychological or psychiatric problems: emotional anguish, anxiety"). In 2008, the patient experienced tooth demineralisation ("dental problems / loss of calcium"). In 2009, the patient experienced tooth loss ("lost front tooth"). In 2011, the patient experienced migraine ("migraines") and headache ("headaches"). In 2015, the patient experienced dyspareunia ("pain during intercourse"). On an unknown date, the patient experienced abdominal pain lower ("severe cramping"), back pain ("back pain"), procedural pain ("painful post-operative recovery"), menorrhagia ("heavy menses") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (underwent a partial hysterectomy to remove the essure devices). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, back pain, procedural pain, menorrhagia, vaginal haemorrhage, dyspareunia, dysmenorrhoea, migraine, headache, anxiety and tooth demineralisation was resolving and the tooth loss outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural pain, tooth demineralisation, tooth loss and vaginal haemorrhage to be related to essure (ess205). The reporter commented: was told that uterus was upside down because there was pain during the insertion of right coil. Patient sought medical attention for her symptoms, since having the surgery, patient's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2005: confirming full occlusion of fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2018: plaintiff fact sheet received: reporters details added. Event added as lost front tooth. Quality-safety evaluation of ptc update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: diazepam from 2004 to 2010. Concomitant products included cholecalciferol (vitamin d), escitalopram oxalate (lexapro) since (B)(6) 2017, gabapentin, ropinirole and salbutamol (albuterol) since (B)(6) 2017. In 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea"). In 2007, the patient experienced anxiety ("psychological or psychiatric problems: emotional anguish, anxiety"). In 2008, the patient experienced blood calcium decreased ("dental problems"). In 2011, the patient experienced migraine ("migraines") and headache ("headaches"). In 2015, the patient experienced dyspareunia ("pain during intercourse"). On an unknown date, the patient experienced back pain ("back pain"), menorrhagia ("heavy menses"), abdominal pain lower ("severe cramping"), procedural pain ("painful post-operative recovery") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (underwent a partial hysterectomy to remove the essure devices). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, menorrhagia, dyspareunia, migraine, abdominal pain lower, procedural pain, genital haemorrhage, vaginal haemorrhage, blood calcium decreased, dysmenorrhoea, headache and anxiety was resolving. The reporter considered abdominal pain lower, anxiety, back pain, blood calcium decreased, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: was told that uterus was upside down because there was pain during the insertion of right coil. Patient sought medical attention for her symptoms, since having the surgery, patient's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2005: confirming full occlusion of fallopian tubes most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events genital bleeding, vaginal bleeding , dental problem ,dysmenorrhea, headache & anxiety are added. Concomitant , historical conditions & drugs are added. Product, patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (ess205) (batch no. 626531) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: diazepam from 2004 to 2010. Concomitant products included escitalopram oxalate (lexapro) since (B)(6) 2017, gabapentin, ropinirole, salbutamol (albuterol) since (B)(6) 2017 and vitamin d nos (vitamin d). In 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy menses"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea"). In 2007, the patient experienced anxiety ("psychological or psychiatric problems: emotional anguish, anxiety"). In 2008, the patient experienced tooth demineralisation ("dental problems / loss of calcium"). In 2009, the patient experienced tooth loss ("lost front tooth"). In 2011, the patient experienced migraine ("migraines") and headache ("headaches"). In 2015, the patient experienced dyspareunia ("pain during intercourse"). On an unknown date, the patient experienced abdominal pain lower ("severe cramping"), back pain ("back pain"), procedural pain ("painful post-operative recovery") and obsessive-compulsive disorder ("obsessive-compulsive disorder"). The patient was treated with surgery (underwent a partial hysterectomy to remove the essure devices). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, back pain, procedural pain, menorrhagia, vaginal haemorrhage, dyspareunia, dysmenorrhoea, migraine, headache, anxiety and tooth demineralisation was resolving and the tooth loss and obsessive-compulsive disorder outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, obsessive-compulsive disorder, pelvic pain, procedural pain, tooth demineralisation, tooth loss and vaginal haemorrhage to be related to essure (ess205). The reporter commented: was told that uterus was upside down because there was pain during the insertion of right coil. Patient sought medical attention for her symptoms, since having the surgery, patient's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2005: results: confirming full occlusion of fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2018: pfs received- new event obsessive-compulsive disorder were added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (ess205) (batch no. 626531) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: diazepam from 2004 to 2010. Concomitant products included cholecalciferol (vitamin d), escitalopram oxalate (lexapro) since (B)(6) 2017, gabapentin, ropinirole and salbutamol (albuterol) since (B)(6) 2017. In 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea"). In 2007, the patient experienced anxiety ("psychological or psychiatric problems: emotional anguish, anxiety"). In 2008, the patient experienced tooth demineralisation ("dental problems"). In 2011, the patient experienced migraine ("migraines") and headache ("headaches"). In 2015, the patient experienced dyspareunia ("pain during intercourse"). On an unknown date, the patient experienced back pain ("back pain"), menorrhagia ("heavy menses"), abdominal pain lower ("severe cramping"), procedural pain ("painful post-operative recovery") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (underwent a partial hysterectomy to remove the essure devices). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, menorrhagia, dyspareunia, migraine, abdominal pain lower, procedural pain, genital haemorrhage, vaginal haemorrhage, tooth demineralisation, dysmenorrhoea, headache and anxiety was resolving. The reporter considered abdominal pain lower, anxiety, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural pain, tooth demineralisation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: was told that uterus was upside down because there was pain during the insertion of right coil. Patient sought medical attention for her symptoms, since having the surgery, patient's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2005: confirming full occlusion of fallopian tubes most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record received. Lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), menorrhagia ("heavy menses"), dyspareunia ("pain during intercourse"), migraine ("migraines"), abdominal pain lower ("severe cramping") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (underwent a partial hysterectomy to remove the essure devices). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, menorrhagia, dyspareunia, migraine, abdominal pain lower and procedural pain was resolving. The reporter considered abdominal pain lower, back pain, dyspareunia, menorrhagia, migraine, pelvic pain and procedural pain to be related to essure (ess205). The reporter commented: patient sought medical attention for her symptoms, since having the surgery, patient's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.